Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer administered a manual injection in conjunction with the pump deliveries. The customer's blood glucose decreased to 36 mg/dl which was addressed with the customer's husband providing carbohydrates for the customer to consume. Additionally, it was reported the customer remained connected at the infusion site while performing a fill tubing sequence thus delivering 10.2 units of unnecessary insulin. Subsequently, the customer's blood glucose decreased to 36 mg/dl. The customer's co-workers assisted the customer with providing carbohydrates to consume. Recommendation was made to consult with healthcare provider regarding diabetes management.